Manufacturer narrative:
Two balloon loss of pressure were reported to have occurred in the same pt. However, the devices were not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same pt due to a puncture a puncture of the balloon is highly improbable without an outside source causing the puncture. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1327401) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR # 3004939290-2014-00397 for the first device.

Event description:
According to the lab manager the physician inserted the device and inflated the balloon. During the first pull back the balloon lost pressure because of rupture. At this point a second device was inserted but with the same result. The pt had a coronary diagnostic procedure. The vessel size was 9 mm and the stick location was at the cfa.